Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded all electronic assy and motor home switch. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage. The customer's blood glucose reading was 180 mg/dl. The customer stated the insulin pump was submerged in water. He stated there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.